Manufacturer narrative:
(B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: a beckman coulter field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse inspected instrument; the ise quality control (qc) results were within specifications. The fse replaced the peristalsis pump tubing, pinch valve tubing and t-tubing. Ise and baseplate assembly were cleaned. The reference electrode block and nozzle alignment were inspected with no issues identified. All verification testing passed within instrument specifications. In conclusion, the reported event was likely caused by a device malfunction. The complaint was confirmed. Beckman coulter has not implemented any initial corrective actions/preventive actions.

Event description:
The following event was reported: erratic ion-selective electrode (ise) results. There was no report of death or serious injury.